Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The eval was unable to confirm that the pump will power on and off without user input. When the device is plugged in, the pump will power on and enter sleep mode as designed.

Event description:
It was reported that a pump will power on and off without user input. It was also reported that there was no pt involvement.